Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. A buckled needle and broken needle point was found during our evaluation of the event needle. The broken needle has a secondary bend in it. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a multifire scorpion needle was used for a right rotator cuff repair, and approximately 2 cm of the needle tip broke off into the patient. The physician was unable to retrieve the fragment, and no additional treatment was performed. The procedure was completed without further incident. The patient was discharged as stable. Follow-up investigation: the unretrieved device tip is located within the substance of the cuff tissue. Surgeon used another new needle to complete the procedure. No x-rays were taken.